Event description:
It was reported that a cartridge alarm occurred. The customer's blood glucose level was 423 mg/dl. A cartridge change was performed resolving the issue. Additionally, it was reported that the pump battery was depleting quickly. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information could be obtained.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Manufacturer narrative:
The failure investigation has been completed and the alleged cartridge alarm issue was verified. No pump was returned for evaluation, therefore the battery depleting issue could not be investigated.